Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The literature article entitled, "constrained acetabular cup disassembly" written by david a. Fisher, md and kevin kiley, jd, ms published by the journal of arthroplasty vol. 9 no. 3 1994 was reviewed. The article reports on two cases of either separation of modular femoral heads from femoral stems at the morse taper or dissociation of a modular poly liner from the metal shell. It is noted that only case 1 has depuy products. Case 1 is a (B)(6) year old woman with undergone a cemented tha in 1979 (products unknown) and then received revision tha in (B)(6) 1988 due to a femur fracture and marked loosening of the prosthesis. At revision she was implanted with a non depuy femoral stem and a depuy srom acetabular supercup along with cancellous allografts. The liner was poly and the a 32 mm cocr femoral head was impacted onto the non depuy stem. A constraining ring was placed around the poly liner. Nine months later she was readmitted due to intense right hip pain during ambulation and radiographs revealed a dislocation of the femoral head from the cup. The liner was attached to the femoral head. She underwent revision where the liner revealed marked wear on rim and the locking mechanism had been fractured with scarring. The cup(shell) was found to be well fixed and no defects. A new constrainer liner without retaining ring was implanted. She had no further complications post revision surgery. Depuy products utilized: srom cup, poly liner, locking ring, cocr head. Adverse event: revision surgery due to: pain, dislocation, liner wear, liner fracture of locking mechanism.